Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that patient was experiencing stimulation in the legs and occasional loss during movement. The patient was also reprogrammed and still lacked axial coverage. The physician added two new leads and the patient was doing well postoperatively.